Manufacturer narrative:
The complaint details were reviewed and found to pertain to adhesive detachment from the user. It is a known issue that devices with adhesives can experience detachment from a user. Detachment can result from factors such as poor surface preparation and environmental conditions. Given that investigations have been performed for similar complaints, further investigation of this complaint is deemed unnecessary as it would be duplicative.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hyperglycemia.

Event description:
On (B)(6) 2026, a patient sought medical attention following an episode of severe hyperglycemia while wearing a pod on the back for approximately 25 to 36 hours. Earlier in the day, following breakfast and insulin bolus administration, the patient experienced fluctuating blood glucose (bg) levels that became significantly elevated. The patient was unable to measure bg levels and contacted a general practitioner, who recommended ambulance transport. Instead, the patient was transported to a local emergency department by a friend. At the emergency department, the measured bg level was 37 mmol/l (666 mg/dl). Reported symptoms included tiredness, difficulty walking and speaking, headache, muscle weakness, and nausea. No specific diagnosis was provided. Treatment consisted of intravenous fluids for mild dehydration and insulin administration; dosage details were not available. During medical evaluation, it was noted that the pod was not adhering well to the skin. A new pod was applied while the patient was in the hospital. Following the pod change and medical treatment, bg levels began to decrease, symptoms improved, and the patient was discharged after approximately four hours of observation.